Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patient was having loss of stimulation. It was also reported that the ipg was loose in the pocket of the abdomen and that it would flip and made it difficult to charge. The patient underwent an ipg replacement procedure and was receiving sufficient coverage postoperatively. The ipg will not be returned.